Manufacturer narrative:
(B)(4). The root cause was due to the supply bag disconnecting without falling.

Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc). The home patient (hp) stated the supply bag became disconnected while he was asleep. The hp stated he was not sure what cycle he was in but it was about halfway through his therapy. The hp stated he would not restart therapy that night. The baxter technical service representative (tsr) assisted the hp to end therapy and the tsr advised the hp to dispose of all current supplies used. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm or observed air. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.